Manufacturer narrative:
Dimensional evaluations: the two returned churchill ext sets were dimensionally checked, results recorded both of the churchill sets luers met the iso 594-1 male luer taper dimensions and ID male luer specs. Performance/functional analysis: the returned b3300 connectors and churchill set devices were connected and disconnected several times, there were no attachment issues noted. Flow testing was conducted. The results recorded continuous flow, there were no leaks or flow issues replicated. The test reports documented both microclave connectors silicone returned to closed positions and did not leak or exhibit any performance issues. Conclusion: visual analysis of the two "as received" returned b3300 microclave connectors confirmed the reported recessed "stick-down" condition. However, after both b3300 microclave silicones returned to close position post decontamination, engineering testing and analysis was not able to reproduce the stick-down condition. Additional analysis was unsuccessful in determining the root cause of the stick-downs. The manufacturer has opened a corrective and preventative action (CAPA) to review this issue in greater detail. Design enhancements to the silicone plug (B)(4) and to the spike (B)(4) are being prototyped. Interim actions - heightened testing and inspections.

Event description:
Ufmw received reporting recessed silicone "stick-down" issues with use of four (4) b3300 microclave connectors. It was reported that facility clinicians are finding that "after flushing... Microclaves did not bounce back, meaning the silicone did not bounce back up." There were no reported adverse patient consequences. The b3300 connectors were mated/accessed with the following devices, churchill ams-636; churchill ams-467c; smiths medical sm5024; carefusion 30873; carefusion 2420-0007; carefusion 2430-0500. The facility uses all kendall syringes, 3ml, 6ml, 10ml, 12ml. Device return: two used b3300 microclave connectors and one each packaged churchill ams-636 and churchill ams-467c, extension sets were returned to the manufacturer for analysis and investigation. Visual analysis recorded the two (2) returned used b3300 microclave connectors silicone plugs were recessed (straight stick-down) with the spikes pushed through the center of the plugs.